Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads had lost coverage and efficacy after the reprogramming due to contacts out. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Sc-2317-70 sn (B)(6). The returned leads were analyzed and all cables were fractured at the click site, about 22 centimeters from the distal end. With all the available information, boston scientific concludes that the complaint was confirmed. All cables were fractured at the click site, about 22 centimeters from the distal end. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures, which caused the reported patients experience. Hence, the probable cause selected for this complaint is cause traced to component failure.

Event description:
It was reported that the patients leads had lost coverage and efficacy after the reprogramming due to contacts out. The patient underwent a revision procedure wherein the leads were replaced.